Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the pt presented with a refractive error and underwent prk to correct the error. The surgeon suspects, the lens is starting to vault in a z-configuration. Additional info has been requested. Reference MDR # 2031924-2010-00119.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).